Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box indicated that call service 60 alarms had occurred on (B)(6) 2016. The pump powered on to the verify screen and emitted a call service 60 alarm that could not be cleared. Visual inspection revealed moisture in the display lens. The pump cover was removed and internal moisture damage was observed on internal pump components. Unrelated to the original complaint, investigation revealed a hole in the bolus button cover and leak testing revealed a bolus button leak.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 060 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.